Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The consolidated ventilator interface board was recommended for replacement. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.